Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 475cc saline breast implant, catalog # 3501680, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant and capsular contracture (baker grade unknown) on the right breast implant. The deflation and capsular contracture were diagnosed during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant, see manufacturer report number 1645337-2018-05968 for contralateral prosthesis.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent removal of the implant on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant and capsular contracture (baker grade unknown) on the right breast implant. The deflation and capsular contracture were diagnosed during physical examination. As a result, the patient underwent removal of the implant on 10/11/2018. This is for the left side implant, see manufacturer report number 1645337-2018-05968 for contralateral prosthesis. The device was returned to mentor without fluid inside. Red, white and yellow material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect. Also, several creases were noticed around the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, red and yellow material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475cc saline implants, catalog # 3501680, lot number 7600868 for both left and right devices. Manufacturer¿s reference number: (B)(4).